Event description:
It was reported that an omniwire was used in a coronary diagnostic procedure. During use, the wire became stuck in the guide catheter, and upon removal, the tip unraveled and separated. However, both the separated wire and guide catheter were completely removed with no additional intervention required. No patient injury reported. This product problem is being submitted because the omniwire tip separated inside the patient, potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is germany. Blocks h3 & h6: the omniwire was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: the omniwire was returned in two pieces. The distal portion includes the dome, solder joint, distal coil (stretched), and a portion of the shaping ribbon; measuring approx. 0.99 cm in length. The proximal portion includes the distal core wire, portion of shaping ribbon, pressure sensor, distal core, hypotube, composite core, conductive bands, and locking core feature; measuring approx. 188.6 cm in length. The total length combined is 189.59 cm, which is within specification of 190 cm ± 5 cm. At the location of the separation, the solder joint was missing. Block h6: the probable cause of the separation was likely damaged during use/handling. Manipulation and strain can damage internal components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.